Event description:
It was reported that on (B)(6) 2006 the patient presented with constant back pain radiating down her right buttock to the right mid-thigh also with intermittent left leg pain, pt feels she has increased in symptoms op note (B)(6) 2006 l4-l5 herniated disk-pt underwent total laminectomy with bilateral medial facetectomy at l4, laminectomy at l5, harvesting of local autogenous bone graft from spinous processes and laminae at l4 and l5, implantation posterior segmental spinal fixation, l4-l5 with synthes titanium click x instrumentation, l4-5 diskectomy (bilateral total), l4-l5 posterior lumbar interbody fusion with 2 bone marrow soaked vitoss filled peek prostheses, l4-5 bilateral posterolateral fusion with bone graft mixture, implantation of 2 peek prostheses. On (B)(6) 2006, complains of constant lower back pain radiating down her right posterior thigh, 4 weeks post op, instrumentation in place, no loosening of screws, fusion looks good. On (B)(6) 2007 pain level 9-10/10, oxycontin, norco, valium, discussed narcotic used and the fact that next month amount of oxycontin would be decreased since it is now 3 months post op. On (B)(6) 2007, pt states ¿I wish I never had surgery.¿ x-rays show instrumentation in good position, bone graft at l4-l5 with no evidence o f loss of fixation, pt continues to smoke 2 packs of cigarettes per day. On (B)(6) 2007 pain levels 10/10. On (B)(6) 2007 note from dr to worker¿s compensation board-very concerned about pt, was seen in office on (B)(6) 2007, multiple complaints of severe pain and being worse after surgery than prior to surgery, pt has continued to smoke 2 packs cigarettes per day, taking oxycontin, norco, and valium, prescription were renewed with reservation, advised pt to see pain management, pt returned to office the same day advising dr. She had a pain management appointment in one month, pt stated pain more severe than she had ever experienced, clinically looked reasonably well, prescriptions were written for one month. As dr. Approached the receptionist, he learned that the appt was in one week. The original prescriptions were shredded and new prescriptions for oxycontin, lortab and valium were written for one week supply. Dr. Was later called (on the same day) by dr. Office and told that the pt was scheduled for appt with this office, which was her first appt at dr. Office. ¿suffice it to say, this patient is most likely medication seeking. She will no longer be prescribed medications through my office. I am not certain whether or not dr. Will take her on for pain management purposes.¿ pt will be seen in dr. Office in regards to her workers¿ compensation injury and the surgery he performed 4 months ago; ¿however, no medications will be prescribed for this lady from my office.¿ on (B)(6) 2007 pt 4+ months post op, complains of constant pain in lower back, had appointment with a pain management specialist but decided to follow up with family doctor who is prescribing oxycontin, norco, and valium, smoking 2 packs per day, continuing pool therapy. On (B)(6) 2007 x-rays lumbosacral spine-instrumentation intact, bone graft noted on lateral view, no loosening noted, interbody fusion intact, going to pt 3 times per week. On (B)(6) 2007 oxycontin <(>&<)> norco; 3 pkg day cigarette smoker. On (B)(6) 2007 l4-5 posterior anterior fusion, no posterior bone fusion. On (B)(6) 2008 s/p l4-5 instrumented fusion, failure at posterior fusion. On (B)(6) 2008 painful degenerative disk, planned stage surgeries: on (B)(6) 2008 revision of fusion starting with anterior approach then on (B)(6) 2008 posterior fusion , buffalo general hospital (B)(6) 2008: l5-s1, pseudoarthrosis, l4-l5; pt underwent: anterior l5-s1 diskectomy, anterior l5-s1 fusion with 2 infuse filled danek titanium cage prostheses, anterior osteotomy of l4-5 interbody fusion, anterior l4-5 fusion with 2 infuse filled danek titanium cage prostheses, anterior l4-5 fusion with 2 infuse filled danek titanium cage prostheses. On (B)(6) 2008: removal of posterior segmental spinal fixation l4-5, hemilaminectomy at l3, revision of laminectomy at l4, harvesting of local bone graft for spinal fusion,vitoss bone graft substitute, implantation of posterior segmental spinal fixation l4-l5, l4-5 bilateral posterolateral fusion, l5-s1 bilateral posterolateral fusion, implantation of ebi internal electrical bone growth stimulator, infuse, laminectomy l5. On (B)(6) 2008 pain management. On (B)(6) 2008 per patient feels condition now worse than before surgery, pain to lower back radiates down posterior right leg. Patient referred to back pain management, numerous narcotics, fusions appear stable, post-laminectomy syndrome lumbar region. On (B)(6) 2008 complains of constant lower back pain, radiates to right buttock and down the right posterior leg, constant throbbing, states she feels worse than she did prior to surgery; post-laminectomy syndrome. On (B)(6) 2008 oxycontin, percocet, pain management; intervertebral disk displacement lumbar without myelopathy, post-laminectomy syndrome lumbar region, intervertebral disc degeneration lumbar, arthrodesis status postsurgical, lumbar disc herniation with myelopathy, intravertebral disc displacement without myelopathy, intervertebral disc displacement cervical without myelopathy. Pt states pain worse than before surgery, pain radiates to right buttock and right lower extremity. Pain management on (B)(6) 2008 diffuse back pain continues, wears brace. On (B)(6) 2009 unchanged, diffuse low back pain, follow up with surgeon concerning consolidation of fusion. On (B)(6) 2009 diffuse back pain, not any better, continue with chronic pain management, percocet, oxycontin. On (B)(6) 2009 moderate to severe pain, oxycontin, percocet, amrix for muscle spasms. On (B)(6) 2009 continued pain lumbar spine, opiate management for neuropathic pain, adding cymbalta, trigger point injections to lumbar spine. On (B)(6) 2010 failed low back syndrome, permanent total disability. On (B)(6) 2010 considering further surgery. On (B)(6) 2010 pain in lumbar spine, going for surgical intervention (no op noted found in medical record for surgery performed between (B)(6) 2010). On (B)(6) 2010 post operative, wearing brace. On (B)(6) 2010 pt sates ¿her surgery was performed on (B)(6) 2010¿ and ¿pain is worse than before surgery.¿ (no medical records noted regarding surgery on (B)(6) 2010). On (B)(6) 2010 severe lumbar pain, depression, anxiety. On (B)(6) 2010 persistent pain lumbar spine radiating into the lower extremity on the left, has continued with increased pain levels, meds adjusted. On (B)(6) 2010 pain levels severe, toxicology shows she has been taking her meds in an appropriate manner, continue heat and exercise. On (B)(6) 2010 radicular pain, effexor for depression. On (B)(6) 2011 remains in severe pain, radiating to lower extremities, contemplating suicide if she does not have her pain meds, prescribed lyrica and amitryptyline. On (B)(6) 2011 cries stating she is in extreme pain, medication does not cover it, last toxicology screen showed noncompliance with medications. Major complaint on (B)(6) 2011 is that she ran out of the short acting and had 2 days of vomiting and withdrawal symptoms. Continues with severe pain that travels into lower extremities. On (B)(6) 2011 extreme pain during the past month, to ER for cellulitis of both lower extremities, limited range of motion. On (B)(6) 2011 depression, cries through visits, urine toxicology showed compliance with medications prescribed by pain management. On (B)(6) 2012 moderate to severe pain although this is stabilized on present pain management, definitely improving in range of motion. On (B)(6) 2012 acupuncturist recommended. On (B)(6) 2012 moderate to severe pain in the lumbar region radiating into the lower extremities. On (B)(6) 2012 pt takes a lot of meds at the beginning of the month and then the last 10 days of the month has nothing left and has been taking her sister¿s meds. On (B)(6) 2012 continues with severe lumbar pain that radiates into the lower extremities. On (B)(6) 2012 referred to dr. (Interventional pain management physician for evaluation of possible invasive procedures that would bring pain level down to more manageable level. Also referred to psych, extreme anxiety. On (B)(6) 2012 patient continues to have lumbar region, changed over to fentanyl patch at last visit in hopes of having better control over her sever pain levels, patient says patch did not work and caused severe itching, patch dc¿d and gone back to opana and roxicodone. On (B)(6) 2012 pt had abnormal urine toxicology screen and saliva testing, states she is medicating with her sister¿s medication as she feels that she is not getting enough pain medication for the month; difficulty getting in and out of the chair, uses a cane and has antalgic gait. On (B)(6) 2012 severe pain, depressed, referred to psych but unable to get an appt for 3 months, referred to an addictionologist to assess for addictive disorder. On (B)(6) 2013 pt is seen every 14 days as she has been using methadone as per her urinary toxicology screening. She has chronic pain related to an injury sustained while working and has developed depression and anxiety as well as a substance use disorder associated with improper use of her pain meds; ¿this is all subsequent to the failed back syndrome status post l4-5 instrumented fusion with anterior and posterior approach.¿ on (B)(6) 2013 s/p l4-5 instrumented fusion, anterior and posterior approach; patient seen for treatment of pain and monitoring for compliance with medication regimen. Patient has chronic low back pain, opioid dependency, reaching therapeutic relationship; pain exacerbated by standing and walking and disrupts her sleep. Recently referred for psychiatric evaluation due to depression and failure to take meds properly; failed random urine toxicology (+ for methadone), failed to follow through with psych appointment; breached therapeutic agreement, will be referred for further care and treatment by another pain management provider. Total and permanent disability. On (B)(6) 2013, lumbago, sciatica, neuritis or radiculitis thoracic or lumbosacral. On (B)(6) 2013, MRI lumbar spine-right sacral ala insufficiency fracture, l3-4 mild disc bulge. On (B)(6) 2013, went to different pain management clinic, unable to attend pt due to no car, advised to consider public transportation. Chronic pain syndrome, smokes 3 packs per day. On (B)(6) 2013, states she has been in absolutely excruciating pain and the current meds are not working (mrix, butrans, oxycodone, neurontin, oxymorphone hydrochloride, prednisone). On (B)(6) 2013, generalized back pain, opana ER, abilify, valium.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.